Manufacturer narrative:
Implanted date: requested, not provided. Explanted date: requested, not provided. Initial reporter country: palestine. Initial reporter telephone number: (B)(6). Initial reporter occupation: perfusionist. PMA/510(k) - k130280. Review of the manufacturing record and shipping inspection record of the actual sample found no anomaly in them. A search of the past complaint file found no other similar indications regarding the involved product code/lot. The actual sampled was discarded by the involved facility. Since the actual sample was not returned, investigation of it could not be performed. According to the investigation result, no anomaly was found in the manufacturing records. From the additional information that the gas line was connected correctly to the oxygenator, as a cause of the dark blood observed during priming, a possibility was considered that the blood was not oxygenated due to some factors. However, it was not possible to confirm the actual sample, and the cause could not be clarified. IFU states: "measure blood gases and make necessary adjustments as follows. (D.during perfusion) a. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported technical issues in a procedure for atrioventricular (av) canal disease on a cardiopulmonary bypass machine, and during the priming with blood before the surgery as a routine we note a dark blood in the priming. They replaced the oxygenator immediately. The gas flow was turned on and the gas line was connected to oxygenator correctly. The priming composition was normal saline (ns)/red blood cells (rbc)/fresh frozen plasma (ffp). A blood gas was performed. The po2 of the blood was analyzed to validate and was po2 30%. The perfusionist put the oxygenator on heparin formula. The procedure outcome was not reported. The patient was not harmed. It is unknown if there were any other devices or equipment used with the reported product.